Manufacturer narrative:
Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 23rd distal stent wrap with struts raised. There was slight deformation to the distal tip. A 0.015 inch mandrel could not be fully loaded through the inner lumen most likely due to hardened blood/residue. Image review: the first image received captures multiple lesion sites in the mid to distal rca. The second image then captures the pre-dilation of the rca with an unidentified balloon. There are no images capturing the attempted delivery and subsequent deformation of the resolute onyx 2.25 x 26mm device. (B)(4).

Event description:
It was reported that the physician intended to use a resolute onyx drug eluting stent to treat a lesion located in the proximal rca which was reported to be moderately tortuous and severely calcified with 95% stenosis. The lesion was pre-dilated. No damage was noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues found. It was reported that stent deformation occurred in-vivo during positioning/advancement . Difficulty removing the device prior to stent deployment was noted. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device but no excessive force was used during delivery. The lesion was dilated again and a new resolute onyx stent was successfully placed. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.